Event description:
It was reported the 355sd was used during a laparoscopic cholecystectomy. It was reported the red button would not activate. The surgeon opened two new devices to complete the case. There was no consequence to the pt.